Event description:
Pt reported episodes of drug withdrawal in 2000 and on the event date. At the time of these events, the pt was not under care of regular hcp but was vacationing in florida. Pt was upset that hosps are not familiar with their device when the pt presented with their symptoms. The pt had their pt device card with them. The pt was reminded that the MFR 800# is on the card and info about their device is available to hcps 24 hours a day. Pt manual sent to pt. Follow up info from regular hcp indicates that pt was confused about refill dates and requirements. Few details were known about the events. The 6/2000 event apparently included the pt returning to their baseline level of pain and no hospitalization occurred. The event date required hospitalization for stabilization of the pt. The pt recovered and is no longer under the care of the physician in ohio and has moved to florida permanently.